Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence on (B)(6) 2011. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent an autologous rectus fascia harvest, excision of vaginal mesh urethral sling, autologous rectus fascia pubovaginal sling placement and cystoscopy on (B)(6) 2013 due to sui with previous failed mid urethral sling.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that this is a duplicate of medwatch 2210968-2013-04200. This medwatch is being voided. All information regarding this event will be contained in medwatch 2210968-2013-04200.